Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported during follow-up the left hypo was found to have become diseased and measured 25 mm in diameter; however, there was no distal type I endoleak just a diseased hypogastric artery. The hypogastric artery was embolized and covered with a 161093 and a 161682 endurant stent graft and this successfully resolved the issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).